Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that two reservoirs did not work when she attempted to prime with them. The patient's blood glucose was 226 mg/dl. No further details were provided. The reservoirs will be returned for analysis.